Manufacturer narrative:
Conclusion code was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal morphine 60 mg/ml at 11.327 mg/day via an implanted pump for non-malignant pain and failed back surgery syndrome. The patient's medical history included migraines. On approximately (B)(6) 2016, the patient was experiencing an increase in pain after a fall. The doctor found her catheter was broken. The patient fell approximately two weeks ago and the doctor did a CT scan (date unknown). On (B)(6) 2016 a catheter revision occurred and the healthcare provider (hcp) replaced placed a new spinal segment and reconnected with the existing pump segment already implanted. The catheter was discarded. After the revision the hcp decreased the morphine to 8 mg/day. The issue was resolved at the time of this report and the patient's status was "alive- no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.